Manufacturer narrative:
Philip's product support engineer advised the customer to replace the blower or motor controller. Follow up attempts were made to obtain further information however no response was received from the customer.

Event description:
The customer reported an error code indicating the blower temperature was high. There was no patient involvement reported. The event date was not specified, estimate used.